Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bol. The device was implanted for 14 months and 8 charging cycles were recorded to the device memory. The memory content of the device was inspected. No atrial impedance values or atrial sensing values were recorded to the device memory since (B)(6) 2012. Furthermore, a left ventricular impedance of greater than 3000 ohms was documented on (B)(6) 2012. Therefore, the impedance measurement functions of the device were tested. However, the impedance measurement functions proved to be flawless. A sensing test was performed, and the device sensed the attached heart signals free of noise. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.

Event description:
The pt had a history of poor ra lead function and the lead had been noted on fluoroscopy to have a kink in past follow-ups. This pt had to climb through a window into his house; while doing this the pt had to rest his chest on the window sill. Around this time the physician received a home monitoring alert that the ra and lv lead impedances were out of range. When the pt presented in the office, the lv lead would not function with any configuration. While replacing the non functional competitive ra and lv leads, the physician chose to replace this device with another crt-d. The rv lead had no functionality issues, so it remained implanted.